Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air contamination during a pulmonary vein isolation procedure. The sheath was inserted into the body, and more than 10cc of air was drawn when initial aspiration was performed without inserting the catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the syringe pump time 20cc was used for the irrigation of sheath. The reported air bubbles were observed in the three-way hot wire and in the syringe. No air was noted in the patient.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air contamination during a pulmonary vein isolation procedure. The sheath was inserted into the body, and more than 10cc of air was drawn when initial aspiration was performed without inserting the catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported events were confirmed via analysis.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air contamination during a pulmonary vein isolation procedure. The sheath was inserted into the body, and more than 10cc of air was drawn when initial aspiration was performed without inserting the catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath was received at boston scientific's post market laboratory. It was further reported that the syringe pump time 20cc was used for the irrigation of sheath. The reported air bubbles were observed in the three-way hot wire and in the syringe. No air was noted in the patient.